Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with guidance from technical support and was able to start their sensor session.